Event description:
The service tech received info that the pt for renal lithotripsy suffered a perirenal haematoma post treatment. Pt was discharged post treatment and expired approx 4 days post treatment. The family allegedly declined an autopsy.